Event description:
It was reported that patient presented with pain, x-rays were taken and surgeon called to inform sales rep of prosthesis that may possibly be loose.

Event description:
It was reported that patient presented with pain, x-rays were taken and surgeon called to inform sales rep of prosthesis that may possibly be loose.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as the patient's clinical history and revision operative notes, if a revision occurred, are needed to complete the investigation.

Manufacturer narrative:
It was noted that the patient will require a revision surgery in the future. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): device implanted.